Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The physician reported that while performing ureteroscopy procedure on a patient using laser, the ncircle tipless stone extractor basket broke intraoperatively. The physician used another ncircle tipless stone extractor basket, which also malfunctioned intraoperatively. The physician retrieved the baskets by using graspers. No unintended section of the device remained inside the patient¿s body. The patient did not require an additional procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information was requested regarding the failure of the device. No additional information has been provided at this time.

Manufacturer narrative:
Investigation - evaluation: a review of complaint history, device history record, documentation, manufacturing instructions, specification, returned device, and quality control data was conducted during the investigation. One complaint device was returned for investigation. All of the wires and loop in the basket formation were present. A functional test determined the unidex handle (udh) actuated the basket formation. A visual examination of the returned device noted that one of the wires in the basket formation has the appearance of being caught or hooked on something. Also, damage was observed on the basket sheath. The basket sheath was found to have kinks at from the distal tip. A definitive root cause cannot be determined for the device returned. It appears, the device met resistance beyond its intended design. Based on the provided information a definitive root cause cannot be established or reported at this time. We will continue to monitor for similar complaints. Measures have been previously initiated to address this issue. As per the quality engineering risk assessment no further action is required.